Event description:
A nurse reported to baxter an issue of a deformed minicap transfer set found during use. The home patient (hp) had been using the transfer set since (B)(6) 2012. Reportedly the silicone tubing was impassable at the connection site of the twist clamp. The silicone tubing was not detached, it was deformed and impassable or obstructed. The hp found the issue during a periodic exchange of fluid and found that there was no flow through the transfer set. The hp went to the doctor and had received a new transfer set. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: this condition of a damaged component was confirmed, because evaluation of the returned sample identified that the occluder feet were broken. Baxter received an used set with a cap on, dark blue connector. A visual inspection of the returned sample identified twisting on the occluder leg. A clamp function test was performed and indicated broken occlude feet. Leak testing performed with no issues noted. A clear passage test was performed with no issues noted. The cause was undetermined. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.